Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart. A cold reset was performed error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test or verify unexpected battery power loss anomaly and low battery alert due to blank display. Motor passed motor test.

Event description:
The customer reported via phone call that the insulin pump received an off no power alert. The customer¿s blood glucose level was unknown. The customer stated the type of battery in use was (B)(6). Customer stated that the insulin pump had motor error alarm. The customer stated that the battery was previously used. Customer stated the battery cap was not loose, cracked or damaged. The customer stated that this was the second occurrence of off no power alert without a low battery warning. The troubleshooting was performed. The insulin pump will be returned for analysis.